Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat a bleed within the colon. According to the complainant, they advanced the gold probe device through the colonoscope, attached it to the endostat generator, and the device would not coagulate. They used a second endostat generator, new bovie pads, a new active cord, along with the same gold probe, and it still would not coagulate. They used an erbe argon laser probe to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint for the device not coagulating during the procedure has been confirmed. Initial visual inspection of the device revealed no anomalies. The device passed an isolation of electrodes test, however, the device does not pass a load test. The most probable cause of failure, based on the reported event and analysis of the device, is attributed to a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat a bleed within the colon. According to the complainant, they advanced the gold probe device through the colonoscope, attached it to the endostat generator, and the device would not coagulate. They used a second endostat generator, new bovie pads, a new active cord, along with the same gold probe, and it still would not coagulate. They used an erbe argon laser probe to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.